Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. When the procedure was completed with farawave and orion was tried to be inserted from the faradrive during post map, air was withdrawn from the faradrive three-way stopcock when a reverse blood flow was confirmed with a syringe, and st elevation in ii, iii, and avf has occurred after that. Thereafter, an MRI examination was performed and there was no problem. After the treatment, st returned to normal, and the condition of the patient has no problem. Physician commented, there was a possibility that the valve of the sheath may have been broken, and an analysis request was received. No reverse blood flow from the valve was confirmed when flushing was performed while pressing the tip of the sheath in a simple dirty room. Moreover, a detailed confirmation is requested. The procedure was completed using this device. The sheath is expected to be returned.

Manufacturer narrative:
No outer abnormalities were noted. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. Another tear was found on the outer face of the external valve. Although, this tear was located further away from the center slit and did not transverse from the outer face to the inner face. Additionally, oil was noted on the valves. Leakage and a steady flow of air were observed during leak and aspiration testing respectively.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. When the procedure was completed with farawave and orion was tried to be inserted from the faradrive during post map, air was withdrawn from the faradrive three-way stopcock when a reverse blood flow was confirmed with a syringe, and st elevation in ii, iii, and avf has occurred after that. Thereafter, an MRI examination was performed and there was no problem. After the treatment, st returned to normal, and the condition of the patient has no problem. Physician commented, there was a possibility that the valve of the sheath may have been broken, and an analysis request was received. No reverse blood flow from the valve was confirmed when flushing was performed while pressing the tip of the sheath in a simple dirty room. Moreover, a detailed confirmation is requested. The procedure was completed using this device. The sheath is expected to be returned.